Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment the device was showing canister blocked. It is unknown if there was a backup available. No patient harm reported.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause includes kinks leaks and blockage, the IFU offer further guidance. No batch/lot number has been provided, therefore a review of the device history has not been possible, a complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.